Event description:
(B)(4). Within about a month after having essure put in, I began to gain weight at a very rapid pace and have not been able to lose it since. I had the device inserted (B)(6) 2014 and noticed the side effects beginning about a month later. I began to have respiratory issues -- feeling jittery for no reason. There were nights I would wake up thinking I was having a heart attack (I was (B)(6) years old at the time). Due to the weight gain, I developed severe gastroesophageal reflux disease and had to be put on medication to regulate the pain that comes with gerd. This device has caused me problems that have affected my confidence and cost me lots of money to treat the side effects caused by this device.